Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The physician went transseptal with the versacross pigtail wire into the superior vena cava (svc) and followed with the faradrive sheath and versacross connect dilator. Advanced the exchange wire into the left superior pulmonary vein (lspv) and pulled back the system into the right atrium. The mapping catheter was exchanged for the farawave catheter and ablated the posterior wall off labeled. Then, the farawave was exchanged with a mapping catheter and confirmed the posterior wall isolation and pulled back into the right atrium. At this point, the patient systolic pressure dropped to 40s. The intracardiac electrogram (ice) catheter confirmed there was a 1.3-1.5cm effusion that was drained. The patient was stabilized and kept overnight for observation. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.